Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during multiple cataract procedures, the cataract pieces were not coming to the phaco tip in the quad setting. The procedures were completed. This prolonged the duration of surgery and multiple pts had hazy corneas on their day 1 postoperative visit. Additional info has been requested but none has been received.